Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 95mg/dl at the time of incident. The customer reported that the top lid for the reservoir compartment broke off. Customer stated that the reservoir does stay in pump. The insulin pump will be returned for analysis.